Event description:
The customer called to report an error alarm. The customer also stated that the insulin pump delivered a large amount of insulin that she did not program. The customer stated that her blood glucose reading was 239 mg/dl, and after getting the error alarm she was down to 67 mg/dl, and the reservoir was empty. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.